Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a data review request. The technical services consultant reported what looked like loss of capture at the beginning of the episode and evidence of t-wave oversensing later within the same episode. The observations did not result in any adverse or noted effects. Furthermore, stable impedances and histogram plots, showed normal appearances and measurements. The caller stated they would inquire with the patient upon their return, of possible actions during this time period, so as to identify the source. To date, no system changes were required.